Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's service center and reported air in the line, however, the homechoice did not alarm. The patient replaced a solution bag during priming on the homechoice (hc). The technical service representative (tsr) explained proper disconnect procedures and advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.